Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported to fresenius technical services that, when in an ultrafiltration (uf) profile during patient treatment on a 2008t machine, the uf is completed when the remaining time to dialyze (rtd) states there is 1 hour remaining. It is unknown if the correct amount of fluid was removed from the patient. There was no patient injury or illness reported, and no indication that medical intervention was required. Additional information was requested, however, to date a response has not been received.